Event description:
It was reported that an ilet user performed an infusion set and cartridge supply change and did not see the on-device prompt to fill the cannula, leading to incomplete setup until guided by support to disconnect, confirm drops at the cannula, and then execute the cannula fill. There were no reported adverse clinical effects. Outcomes included no alerts or alarms and resolution through troubleshooting and user education. Investigation included technical troubleshooting and user guidance on correct supply change and priming steps. Investigation of this case revealed user difficulty with correct sequence for priming and cannula fill, with no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was use error attributable to incomplete or incorrect supply change steps.